Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of a low pulse and of feeling "terrible." The patient was referred to the physician for further discussion. The device is still in use. No patient complications have been reported as a result of this event.